Event description:
It was reported that the pt was admitted to the hospital between christmas and new year due to 'mastoid infection' on implanted side. In 2009 - testing reported as repeatedly within normal limits. No auditory perception on channels 7-12, some but altered perception channels 1-6 (previously all functioned normally). Live processor caused some, but again, altered auditory perception. The pt was explanted about four days later.

Manufacturer narrative:
The device has been explanted, and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.